Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. The insulin pump had cracked display window and cracked case at display window corner. The insulin pump had moisture damage on lcd board. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer mentioned that there was a small crack on the screen. The customer's blood glucose was 130 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.